Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 300's (mg/dl). The user addressed bg level with a bolus via the pump and a manual injection. Reportedly, the user noticed that when the insulin level was at 50 units, their bg level would be elevated. Additionally, the user stated that the bg level may be due to a loose luer lock connection and/or air bubbles.